Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Evaluation of the returned device found the device was slightly compressed on the flex shaft approximately 9.5 inches from the flex tip, there was a complete radial burst on the pumpkin head, a longitudinal burst from pumpkin head to proximal balloon shoulder, and no other abnormalities were observed. Imagery was provided and reviewed and found there was calcification in the patient landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as calcification was observed in the patients landing zone per imaging review of CT images provided. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs), that during a transfemoral tavr with a 26mm sapein 3 ultra resilia valve, that during deflation of the 26 commander delivery system (ds) balloon the balloon burst. The balloon and ds were removed from the patient. There were no instruments used to remove the balloon cover. There was no damage noted to any other devices. The valve was successfully implanted, there were no injuries reported, and the patient is in stable condition.